Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level went has high as 586 mg/dl. Customer needed assistance programming the meter into the insulin pump. Customer advised they took a manual bolus and if their blood glucose did not go down they would follow up.